Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: there was an attempt to draw blood from the PICC, it was felt and sounded like it was sucking air. They found a crack in the hub. PICC was removed, PICC was not immediately replaced as patient was near completion of therapy. As per hospital protocol, the tip was sent to lab, results showed no infection. The patient is fine. PICC was not salvaged.